Event description:
Litigation papers allege: severe pain and discomfort in her thigh, hip joint and groin, the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; stiffness, inflammation, clicking, and popping sensation in her hip when moving to and from a sitting positon, infection, chromium and cobalt metal toxicity, lack of mobility and other complications.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.